Event description:
Pt expired due to respiratory issues. The hcp reported the patient had a history of pneumonias, prior to the pump implant, and was a dnr. An autopsy was not done. The hcp confirmed there were no changes to infusion therapy, issues, or complaints at the time of the patient's death, and the "cause of death was unrelated to implanted system". The pump was infusing baclofen 2000mcg/ml @ 800mcg/day.